Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service visit and replaced the rinse blocks and the reagent probe syringe. The cse checked the system fluidics and calibrated the probes. The cse ran quality controls and precision testing, which were acceptable. The cause of the discordant, falsely elevated tni-ultra results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia centaur cp instrument and on the same instrument, both resulting lower. The repeat result from the alternate advia centaur cp instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.